Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.

Manufacturer narrative:
The bellows, diaphragm, and seals were replaced. The unit was returned to service.